Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had two untreated episodes while exercising. The patient did not receive an inappropriate shock. Upon system evaluation, there were artifacts on both secondary and alternate sensing vectors. Primary vector had very small signals and poor sensing. Subsequently, the entire system was explanted and replaced with a new system. No additional adverse effects were reported.